Event description:
The customer reported a leak from the closed tube aliquotter (cta) aliquot probe of the unicel dxc 600i synchron access clinical system. The customer attempted to replace the wash syringe and the probe to resolve the issue but the problem persisted. The customer was wearing personal protective equipment consisting of gloves and eye protection during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts advised the customer to replace valve v2 to resolve the issue. The customer indicated that the issue was resolved following replacement of valve v2. Failure mode of the leak is attributed to valve v2; the customer replaced the affected valve to resolve the issue. (B)(4).